Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device system was removed due to infection; specific details were not provided. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.